Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002 with competitor product. Operative report noted a revision procedure was performed on (B)(6) 2006 allegedly due to recurrent dislocation. All components were removed and replaced with a biomet hip. Patient underwent a further revision procedure on (B)(6) 2006 allegedly due to infection. All components were removed and replaced with competitor cement spacer molds. Patient was reimplanted on (B)(6) 2006. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified this report is number 4 of 5 mdrs filed for the same event (reference 1825034-2015- 00012 & 00033 / 00036).